Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest blood glucose of 391 mg/dl lasting a couple of hours; the user administered a subcutaneous insulin pen injection of 13 units and troubleshooting and education were completed, with no device alerts or alarms reported. Symptoms included high blood glucose without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no additional assistance. Investigation included internal complaint review and user troubleshooting. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause and no evidence of device malfunction identified during troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.